Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of an unknown level. Customer indicated that when they removed the infusion set at the hospital, the cannula was bent. Troubleshooting found that this incident occurred in (B)(6) 2015. Customer declined high blood glucose troubleshooting.